Event description:
It was reported that the customer had air bubbles in the reservoir and that the black rings are leaking. Reservoir will be returned for analysis. Customer's blood glucose level was 11 mmol/l. No further details given.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used reservoir showed that it functioned properly and passed all functional testing. After testing it was concluded that the device operated within specifications.